Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date of concomitant device is unknown. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon found the tips of the stardrive shaft screwdriver became chipped and were difficult to tighten the locking caps to torque. It was noted that the screwdriver blade has become chipped with wear over time. There was no surgical delay and no patient consequence reported. Procedure outcome was unknown. No other information available at this time. Concomitant device reported: unknown locking cap (part # unknown, lot # unknown, quantity unknown). This is report 1 of 2 for (B)(4).